Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, prograsp forceps was not functioning. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not recognized by the robot and would not move. There were no issues with the grips.